Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading read "hi." Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.